Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a scheduled routine device check, the chronic right atrial (ra) lead exhibited impedances of greater than 2000 ohms and loss of capture at maximum output. The lead was surgically abandoned and a new lead was successfully implanted. There were no adverse patient effects reported.